Event description:
Per the clinic, it was suspected that the electrode folded over postoperatively. It was reported that during initial electrode insertion on (B)(6) 2026, the surgeon encountered difficulties in securing the surgical view, but the electrode was eventually successfully inserted without any issues. The device was subsequently explanted on (B)(6) 2026 due to continued tip foldover suspicion, and the patient was reimplanted with another cochlear device during the same surgery.